Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited pacing impedance measurements greater than 3000 ohms in bipolar configuration. Noise was observed during provocation and arm movement. A fracture of the outer coil was suspected. Reprogramming was performed and a revision procedure will most likely occur in the future. No adverse patient effects were reported. It was reported that this lead was explanted and replaced. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22.2 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements and noise were likely caused by the confirmed fracture.

Event description:
It was reported that this atrial lead exhibited pacing impedance measurements greater than 3000 ohms in bipolar configuration. Noise was observed during provocation and arm movement. A fracture of the outer coil was suspected. Reprogramming was performed and a revision procedure will most likely occur in the future. No adverse patient effects were reported. It was reported that this lead was explanted and replaced. The lead is expected to be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this atrial lead exhibited pacing impedance measurements greater than 3000 ohms in bipolar configuration. Noise was observed during provocation and arm movement. A fracture of the outer coils was suspected. Reprogramming was performed and a revision will most likely occur in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.